Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. All boluses and daily totals were accurate. The trainer did not have an infusion set at the time of the call. Therefore, further troubleshooting was not possible. Nothing further was reported.